Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product was returned. Investigation in progress.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 233 mg/dl fasting. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer is not storing test strips according to specifications and it is stored in purse. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is 05/2019. The meter memory was reviewed for previous test result history (customer did not remember if some of the results were fasting or non-fasting): (B)(6).

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 233 mg/dl fasting. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer is using the correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer is not storing test strips according to specifications and it is stored in purse. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (customer did not remember if some of the results were fasting or non-fasting): result 1: 172mg/dl date:(B)(6) 2019 time: 4:38pm non-fasting. Result 2: 233mg/dl date:(B)(6) 2019 time: 1:08pm fasting . Result 3: 220mg/dl date:(B)(6) 2019 time: 11:01am . Result 4: 171mg/dl date:(B)(6) 2019 time: 4:50pm. Result 5: 151mg/dl date: (B)(6) 2019 time: 10:23pm.